Event description:
A genesys hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6), 2012. (Patient ID, age, date of birth and weight are unknown). According to the complainant, during the hysteroscopy phase, the physician "lost the grip" on the tenaculum stabilizer and tenaculum, causing a puncture to the sheath. This abrupt pulling away resulted in "pieces of torn tissue" from the cervix. The procedure was immediately aborted. It is unknown at present what method of treatment, if any, was administered to the patient. There were no further complications reported with this event and the patient's current condition is unavailable.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.